Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after a meal announcement, with a peak blood glucose of 255 mg/dl that subsequently trended down; the user had been on the system for approximately two weeks and was advised that the algorithm continues to adapt and to monitor glucose. Symptoms included no reported acute effects. Outcomes included no alerts above 300 mg/dl for over 90 minutes, no use of backup therapy, no ketone testing, no need for assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding expected algorithm adaptation and continued monitoring. Investigation of this case revealed no device alarms and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.